Event description:
It was reported that, during use, the hemosphere foresight module displayed inaccurate values. The expected values are typically in the 55-65 range. The values displayed would dip down to the 35-45 but only on the patient's right side. The customer changed the disposable foresight sensors stickies and experienced the same issue. When the hemosphere foresight module was replaced, the issue resolved. There were no error messages. There was no patient injury.

Manufacturer narrative:
Additional FDA product codes include: dqk- computer, diagnostic, programmable, dqe- catheter, oximeter, fiber-optic, qaq- adjunctive predictive cardiovascular indicator, dxn- system, measurement, blood-pressure, non-invasive, dsb- plethysmograph, impedance, qms- adjunctive open loop fluid therapy recommender, fll- thermometer, electronic, clinical. The device has been returned; however the product evaluation has not been completed. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One model hemosphere foresight module was returned for product evaluation. The customer report of inaccurate values was not confirmed. The foresight module was connected to a known working hemosphere monitor and tissue oximetry module. It was able to monitor sto2 simulators, for over an hour, with no errors and the readings were accurate. Moving and bending the cables did not cause any change in the readings. No physical damage was found to the cables. The failure was unable to be replicated. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to this complaint. As the complaint could not be confirmed no root cause could be identified. The device history record review was completed and no related non-conformances were found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.